Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to excessive usage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a telescope had a broken lens. The reported issue occurred during preparation for use. The device will be returned for evaluation and repair. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
(B)(4) : investigation still in progress. Oste investigation results: since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer. The product was sold on: (B)(4) 2020.